Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that the atw35 device was returned in good visual condition, and with 2 cartridge reloads present. Cartridge (b) tr35w,was received with the left side fully fired, right side partially fired 1/2. The cartridge lockout was found normal. In addition, the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Additionally, the cartridge (c) tr35w, was received unfired and in good visual condition. The returned device was tested for functionality with the returned cartridge (c) and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device completely cut , but only deployed half the staple line on the first firing. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.